Event description:
Lap chole - "the clips on the universal clip applier would not properly close." Pt. Status: ok.

Manufacturer narrative:
Ra has just rec'd the incident device and has been assigned to engineering for evaluation. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not know or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.